Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Block d4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements.

Event description:
It was reported that there was a malfunction resulting in insufficient agent delivery less that -20% of setting. There was no patient involvement reported.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The enhanced aladin cassette was replaced to resolve the issue.